Manufacturer narrative:
The investigation for the reported issue has been completed. The pump was returned to the lab. The pump was able to go through the case start steps, and the sn was recognized. No logs were returned from the field to confirm that priming steps were skipped. The root cause of the priming issue cannot be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that impella did not go through normal set up mode, instead, it jumped straight to implant screen missing out red side arm flush screen. As advised, staff changed the catheter and discarded the current one. No reported harm to patient.